Event description:
The lab reported a fractured screw. The dentist was able to remove the broken screw from the abutment.

Manufacturer narrative:
Visual inspection reveals that the screw has been in use and is fractured at approximately the first thread. The fractured end portion of the screw has not been returned. There is a substance that is consistent with biological material present on the screw. The screw hex drive feature appears to be in working condition. The lot number and part number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.